Event description:
As the phlebotomist was completing the blood specimen draw and pulling the needle out, the needle did not contract all the way inside the plastic safety tube causing a portion of the needle to be exposed which resulted in a needle stick to the staff member. There was no patient injury noted.